Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-630a-(B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits signs of melting, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 269,052 joules and 26 minutes it was observed that the fiber end was scorched. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was cleaned during the procedure. Patient outcome: "ok" - there was no injury reported.